Manufacturer narrative:
Vygon was unable to confirm the complaint because the catheter was unavailable for examination. As each catheter is flow and leak tested, a product fault seems unlikely. As a preventive action the customer has been advised on proper site care, and how solvents can affect the catheter.

Manufacturer narrative:
Vygon was made aware of this device malfunction through notification by the FDA medwatch system. The corresponding medwatch submitted by the user is 0300240000-2015-8003. The device was not returned to vygon, but the details of the complaint have been forwarded to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
1fr PICC was leaking from butterfly and catheter connection. There was no blood loss, and no harm to infant.